Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving compounded baclofen (3800mcg/ml at 738.4mcg/day) via an implantable pump. The indications for use was intractable spasticity. It was reported that the manufacturer representative stated that the patient had a pump replaced (B)(6) 2024 where they went from a competitor pump to a manufacturer pump and revising the competitor catheter with a manufacturer revision catheter. The rep stated that since that time, the patient developed baclofen withdrawal with autonomic dysreflexia. The rep stated that they just gave the patient a 100mcg bolus and were awaiting a response. The rep wondered if pump pressure changes due to the catheter differences was in play here. The manufacturer's technical services specialist (tss) discussed that it was off label and there was no evidence. The rep stated at the surgery they got good cerebrospinal fluid (csf) return after catheter connected to the pump. The manufacturer's technical services specialist (tss) discussed accessing the catheter access port now to see if there was csf return and imaging. Additional information was received from another rep. It was reported that the patient was experiencing withdrawal symptoms. There were no contributing factors. T he patient's dosing was adjusted and did not help the symptoms. The healthcare provider decided to replace the entire catheter for the patient. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.